Event description:
The facility reports the resident was being moved from the jacuzzi chair to the lifter. The resident was in the sling and the lifter was moved to put the pt in the wheel chair when the jib boom bolt snapped. The resident suffered a broken ankle.